Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a root cause, and the most probable cause of the white residues in the air-water channel remains undetermined. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center found white residue in the air-water channel. There was no patient involvement.